Event description:
On (B)(6): customer reports that during an undetermined urology procedure the sys fluoro failed. Staff moved the pt to a back up room where procedure was completed without further incident. Customer did not provide any pt or procedural info other than to say the procedure was completed, no reported injury.

Manufacturer narrative:
Covidien technical support began troubleshooting with biomed thinking the probable issue was the cpu pcb board. After trying several things over days of calls between biomed and tech support, including switching out the cpu pcb from another old unit in house, it was determined the actual problem was a blown pico fuse (3 amp f1) on the harness distribution board. There are no parts available for this sys. Tech support f/u; biomed reported that he replaced the 3 amp pico fuse himself and now the table is up and fully functional.